Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon was advanced for dilatation. However, upon first inflation at 5 atmospheres for 3 seconds the balloon ruptured near the center in pinhole form. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.